Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014 lay user/ patient contacted lifescan (lfs) and alleged their one touch ultra 2 meter read inaccurately low compared to their feelings and/or normal readings. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported on an unknown date they obtained inaccurate low results of ¿244, 457, 114 and 165 mg/dl¿ with the subject meter. Based on statistical methodology, the calculated difference of these glucose results does exceed lifescan¿s criteria for precision. The patient manages her diabetes with insulin pump. The patient confirmed that she did not make any changes to her usual diabetes management regimen in response to the alleged product issue. The patient claims she developed symptoms of ¿throwing up nothing¿ an hour after the product issue occurred. The patient denied receiving medical treatment due to the product issue. At the time of trouble shooting, the cca confirmed the subject meter was set to the correct unit of measure, the test strip were not open past their discard or expiry dates and the test strips were stored correctly. Replacement products were sent to the patient. Based on the information provided, there is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms suggestive of a severe injury after the product issue occurred nor did she receive medical intervention. This complaint is being reported because the alleged product issue was not resolved during troubleshooting.